Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The caller alleged that this has occurred with 4 different infusion sets from the same box. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.